Event description:
A malfunction alarm was reported with the code malf 12, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed normal limits. Technical support provided information to reset the pump and assisted the customer with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out again if the issue reappears.